Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a high blood glucose of 545 mg/dl while she was on vacation and the insulin pump had some scuffs on the screen. At the time of the report, the customer's blood glucose was 101 mg/dl and she required assistance with verifying accuracy of settings, which was provided. Nothing further was reported.